Event description:
It has been reported that during the procedure the balloon of this device ruptured within the pt and reportedly the physician feels that some of the fragments of the balloon remained within the pt. The pt is reported to be in stable condition and the device is being returned for analysis.